Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly while undergoing a remote software update. There was no reported adverse impact to the customer. Multiple contact attempts were made by tandem technical support to obtain additional information and provide assistance; however, the customer did not respond.